Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) university. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle that the cap of the blood collection device was off. This occurred in 2 tubes. No patient impact.

Manufacturer narrative:
The investigation summary was updated to the following: h.6 investigation summary: material #: 301746. Lot/batch #: 3109100. Bd received 4 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for loose IV shield was observed. Additionally, the customer samples were evaluated by functional testing, each having their non-patient shield removed and the indicated failure mode for loose IV shield with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle that the cap of the blood collection device was off. This occurred in 2 tubes. No patient impact.

Manufacturer narrative:
H.6. Investigation summary: material #: 301746. Lot/batch #: 3109100. Bd received 2 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for loose IV shield was observed. Additionally, the customer samples were evaluated by functional testing, each having their non-patient shield removed and the indicated failure mode for loose IV shield with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions.

Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle that the cap of the blood collection device was off. This occurred in 2 tubes. No patient impact.